Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a prostyle device after a percutaneous coronary interventional rotation procedure with a 7f sheath. Reportedly, the non-abbott interventional sheath used was difficult to advance into the vessel. The prostyle device was also difficult to insert into the anatomy and a cuff miss [suture-retrieval issue] occurred. Resistance was also noted during removal of the device; however, vessel damage did not occur. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 clarifiers - failure to follow steps / instructions, against resistance the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficulty inserting the device and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that resistance was noted during removal of the device; however, vessel damage did not occur. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The removal attempt against resistance appears to be circumstantial due to the difficulties experienced. It was also reported that a femoral angiogram was not performed. It should be noted that the IFU states: prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported difficulty. Although femoral angiogram was not performed, it was reported that calcification was present at the access site which likely contributed to the reported difficulty inserting the device into the anatomy. Interaction with the patient anatomy/ calcification subsequently contributed to the reported needle to cuff miss and difficulty removing the device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.